Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the tubing disconnected from the connector of the tubing. No further information available.